Event description:
Hurts, painful- vagina [vulvovaginal pain]. Tampon came apart in my vagina [foreign body in reproductive tract]. Burn- vagina [vulvovaginal burning sensation]. The tampon came out very painful [complication of device removal]. The tampons were completely open squares [device physical property issue]. Came apart in my vagina- tampon [device breakage]. Case narrative: consumer reported via e-mail that upon removal, the tampons were completely open squares and came apart. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation

Manufacturer narrative:
Product investigation is in progress.

Event description:
Hurts, painful- vagina [vulvovaginal pain]. Tampon came apart in my vagina [foreign body in reproductive tract]. Burn- vagina [vulvovaginal burning sensation] . The tampon came out very painful [complication of device removal] . The tampons were completely open squares [device physical property issue] . Came apart in my vagina- tampon [device breakage] . Case narrative: consumer reported via e-mail that upon removal, the tampons were completely open squares and came apart. No serious injury reported.